Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote follow-up, the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes and induction testing were suggested. It was later noted that the programming have not been made. Due to the age of the patient the patient does not come to the clinic frequently. Changes will be performed when patient returns to the clinic.